Event description:
Pt had neurostimulation system implanted as part of a fecal incontinence study. Pt underwent dynamic and gracioplasty and allegedly suffered from infection, ulceration, atrophy, and necrosis of anal tissue, thigh muscle pain, and limited flexibility of the knee. Pt reportedly had a temporary colostomy, and will undergo total colostomy in near future.